Event description:
Additional information was received indicating that the failed valve had been implanted in the patient's native annulus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 year and 3 months following the implant of a transcatheter valve, a transthoracic echocardiogram (tte) was performed that revealed the valve failed due to hypoattenuated leaflet thickening (halt), and the patient had a mean gradient of 19 millimeters of mercury (mm hg). Subsequently, the patient was treated with anticoagulation. It was noted that the mean gradient on the 1-month post-operative tte was at 10 mm hg. Additionally, a computed tomography (CT) scan was performed that also revealed possible pannus/thrombus on the valve leaflets.